Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 6 weeks post-implant, it was reported that the patient had hematuria, an increase in lactate dehydrogenase (ldh) and a decrease in pulsatility index (pi). The week prior the patient had a tooth extraction and the patient was taken off coumadin and was started on low molecule heparin (clexane). The hospital is currently stabilizing the patient's anticoagulation. The patient shows no signs of heart failure and an echocardiogram was performed which was normal.

Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.